Event description:
It was reported that a spectrum infusion pump was alarming sys error 105 during therapy in the medical/surgical care area. It was also reported that ther was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through the observation of the alarm at device power-up, but could not reproduce it during eval. Eval determined the cause to be a seized motor. The failed motor assembly was replaced.